Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient had no pulse in distal limb and the leg was mottled, due to increased sedation causing a pink foot. Decision was made to leave the device within the patient and find a sedation level that controls patients withdrawals and maintains perfusion of distal limb. Eventually the device was weaned and explanted. .

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report 1220648-2024-08308 in accordance with updated procedures f6/f8 should have been left blank on the initial manufacturer device report number 1220648-2024-08308 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-08308 in accordance with updated procedures. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-08308. H6 component code revised from the initial submission in accordance with updated procedures.